Event description:
Learned of this event (B)(6) 2011. Pt had laparoscopic cholecystectomy on (B)(6) 2011. Post-op pt had significant abdominal pain and urinary retention. CT of abdomen showed significant amount of fluid within the abdomen and inflammatory changes. (B)(4) scan showed a bile leak and apparent obstruction of the common bile duct. Surgeon feels the surgical clips did not hold.